Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. A company representative met with the patient and confirmed that the ipg had reached end of service (eos). The device is still providing therapy. The patient was reprogrammed to maximize battery longevity, however the physician does not plan on replacing the ipg due to the patient's age and health. No additional information is known at this time.